Event description:
This has caused pain in the area around where the needle is stuck [injection site pain]. Brain thrombus [cerebral thrombosis]. Needle broken [needle issue]. Worried and stressed [emotional distress]. Case description: the incident does not represent a serious public health threat. Classification of the incident: unanticipated serious deterioration in state of health. This spontaneous case from (B)(6) was reported by a consumer as "needle broken and pain in the area around where the needle is stuck" and "brain thrombus" and "worried and stressed" and concerns a (B)(6) male pt treated with novofine 8mm (30g) from an unk date due to diabetes melitus. Pt's height: not reported. Medical history includes diabetes mellitus since 1992 and insulin demanding from 1996, and chronic bladder neck inflammation. On (B)(6) 2010, the pt used novo nordic novofine 30g 8 mm insulin needles. In that connection the needle broke and got stuck in his right thigh, which has never happened to him before. After this he followed the product instructions and contacted his general practitioner in case of a broken needle. He was advised to go to the emergency ward. At the emergency ward, a x-ray was taken which confirmed that the needle was stuck in the thigh. The pt experienced pain in the area around where the needle is stuck. The doctors at the hospital suggested to surgically remove the needle, but because of the pts diabetes and his chronic bladder neck inflammation, the operation has been postponed over a long period. As a consequence of this situation the pt has become worried and stressed about his condition, combined with his diseases. On 2011 (B)(6), the pt had brain thrombus, which affected the right side of the body. He is convinced that his discomforts is a consequence of the needle in the thigh and that it also has contributed to stress and that he in the end got the thrombus. The pt is still stressed and worried, because of the needle in his thigh, but he will get the operation when his health allows it. The pt writes to ask what novo nordisk's view is on his situation. The pt has not yet recovered from events. No further info has been reported.

Manufacturer narrative:
Company comment: novofine needles are specially designed to be used with novo nordisk device. This pt experienced a needle break off at the injection site. However, it is unk whether or not the pt has been trained in the use of pen, or the needle stored and handled according to instructions for use in the leaflet by novonordisk. Any deviations from the instruction manual recommended may cause the damage of pen or needle; as a consequence this may result in the potential injury to the pt, such as needle broken off and injection site pain. This (B)(6) male pt has been suffering from diabetes for 19 years. People with diabetes are at increased risk of stroke because diabetes adversely affects the arteries. This pt's underlying disease-diabetes may provide one of explanations for occurrence of cerebral thrombosis.